Event description:
Boston scientific received information that in bipolar configuration, this right ventricular lead had 3.5v pacing threshold measurement. The field representative also noted that the lead slack was gone. Intermittent loss of capture was also noted when threshold measurement was 4v @ 0.5 milliseconds. Boston scientific technical services discussed device behavior and possible cause of the behavior. Subsequently, this rv lead was successfully revised. No adverse patient effects were reported. This lead remains in service. Additional information was requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.